Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose was 431 mg/dl. Customer¿s current blood glucose was 190 mg/dl. The customer did not provide details on symptoms related to the high blood glucose levels. The customer was treated with manual injection. Customer was stated that cannula was bent. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information added.

Event description:
Called the customer and she stated she was not using the auto mode feature at the time of the event.